Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2. Additional information added to field h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed adherence/clogging of foreign materials at auxiliary water channel and insertion section, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was confirmed at the points where the materials remained. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The event can be detected and prevented] by following the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on switch 1, the image was frozen and recorded on its own. Additional findings were as follows: scope connector cover unit and the case had a scratch; the plug unit had a scratch; due to wearing of the angle wire, the bending angle in the up direction did not meet the standard value; due to the slipping-out of the light guide bundle, the illumination was poor; objective lens and light guide lens had a crack; connecting tube was snaking; due to clogging of jet tube in the control unit, water could not be supplied; universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material inside of the jet tube and the connecting tube. There was no patient involvement.